Event description:
It was reported that during a da vinci-assisted left upper pulmonary lobectomy surgical procedure, the universal surgical manipulator (usm) 3 moved unexpectedly, causing an injury to the pulmonary artery (pa). While attempting to staple the pa, the sureform 45 curved-tip stapler made a paradoxical movement and caused tension of the pa branch, causing a tear and bleeding. There were no internal or external collisions of the usm or instruments. The procedure was converted to an open thoracotomy to repair the injury and resolve the bleeding.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. An isi field service engineer (fse) completed system preventative maintenance (pm) and tested all of the universal surgical manipulators (usms) on the system. During system verification, the fse tested usm 3 in numerous states and could not get the usm to bounce at all. The only way to make it bounce was by shaking the master tool manipulator (mtm). All tests passed and no faults were noted. Stapler logs showed that the sureform 45 stapler was installed on the system 2 times and fired 1 white reload. On install 1, the first clamp was aborted by the user. The next clamp was successful, and the firing was completed with no pauses for compression. On install 2, a white reload was installed, however no clamping or firing was performed. The instrument was then removed and not used in the procedure again. The master supervisory controller (msc) logs were not available to be reviewed.